Event description:
It was reported the system generated fluoroscopy x-ray following release of the initiation button. There was no pt associated with the event. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an investigation. The connectors to 5vdc power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.